Event description:
A medwatch and followup was rec'd from the customer which indicated that a pt had a dilatation and curettage, laparoscopy for endometriosis. During laparoscopy, the bipolar forceps coagulated without using the footpedal. The pt was readmitted to the hosp with abdominal pain. Surgery identified a bowel perforation. Biomed checked all outputs & footswitch was ok. It was hypothesized by the customer that the bipolar forceps were plugged into the monopolar jacks providing a pathway because of pre-op ground pad placement.